Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a "hairline fracture" was noticed in the unspecified bd¿ luer lock syringe during the preparation of "cytostatics" and "ID antibodies". The following information was provided by the initial reporter, translated from german to english: "the hairline fracture was noted in a single syringe during preparation of cytostatics and monoclonal ID antibodies."

Manufacturer narrative:
H.6. Investigation summary bd was provided with a photo for lot 16101802 to examine for this record. Unfortunately, the product code was unable to be determined based on the lot information provided. No DHR review can be carried out as lot number is unknown. In addition, all possible plant site quality engineers were contacted and they were not able to confirm the actual product is one they manufacture at their site. As a result, bd was unable to verify the reported issue or determine a definitive root cause. An accurate investigation is unable to be completed at this time. If further investigation is required for this, additional information about the product code and corrected lot information will be required. No corrective actions are required at this time. H3 other text : see section h.10.

Event description:
It was reported that a "hairline fracture" was noticed in the unspecified bd¿ luer lock syringe during the preparation of "cytostatics" and "ID antibodies". The following information was provided by the initial reporter, translated from german to english: "the hairline fracture was noted in a single syringe during preparation of cytostatics and monoclonal ID antibodies."

Manufacturer narrative:
Correction: the date of event has been updated. The following information has been corrected: date of event: (B)(6) 2019.

Event description:
It was reported that a "hairline fracture" was noticed in the unspecified bd¿ luer lock syringe during the preparation of "cytostatics" and "ID antibodies". The following information was provided by the initial reporter, translated from german to english: "the hairline fracture was noted in a single syringe during preparation of cytostatics and monoclonal ID antibodies."